Event description:
The facility reports the care aide did not test the water temp by hand prior to immersing the resident in the tub. The resident became agitated upon immersion. The care aide removed the resident from the tub. The resident had been scalded and was transported to the burn unit. The resident later passed away.